Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an incident involving an 88-series washer disinfector, model 88-5. No UDI is available for the affected device with catalog number 88-303-ctom, since UDI was not required when the device was manufactured in 2015. As reported leakage and smoke occurred on a device. An initial inspection confirmed that the source of the leak was a damaged circulation hose connected to the final sprinkler. This failure resulted in water leakage within the unit. Further examination identified a circulation pressure error, and diagnostic readings indicated that the circulation pressure sensor was defective, displaying an abnormal value of 999.9 kpa. So far, we have not been informed about any serious injury as a consequence of reported issue. Discussions with clinic staff revealed that the facility experienced significant voltage fluctuations during the night, along with a temporary interruption in water supply. Due to insufficient water coverage, the heating elements overheated, generating smoke and causing damage to nearby wiring and components. Additionally, the low circulation pressure alarm threshold had been reduced from the default 20 kpa to 5 kpa. This prevented the alarm from triggering under low-pressure conditions, allowing the unit to continue operating without adequate water. As a result, the system operated outside the acceptable pressure range, leading to insufficient water circulation. The most probable cause of the event is a combination of insufficient incoming water pressure, which is attributed to the user¿s operational context, and design-related issue that permits incorrect setting of a critical safety parameter. The reason for changing the alarm threshold is unknown; however, it is suspected that it was modified by clinic personnel. Getinge initiated further corrective activities under the corrective and preventive action process related to this issue, and is performing further actions under the related field action (FDA recall number: z-0016-2026).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On october 17th, 2025, getinge became aware of an issue with the 88-series washer disinfector, model 88-5. It was reported that there was a leak accompanied by smoke. An inspection confirmed that the water leak originated from a broken circulation hose on the last sprinkler. So far, we have not been informed of any serious injury as a consequence of the reported issue; however, we decided to report the issue out of an abundance of caution and due to the potential for serious injury if the situation were to reoccur.